Event description:
It was reported that the manometer is stuck on a smiths medical ventilator. No adverse patient effects were reported.

Manufacturer narrative:
Other text: additional information- no patient involved. Event date added. Device evaluation- the device was returned for analysis. During testing with a gas supply the manometer needle moved to 14 cmh20 and remained at that reading. The reported issue was confirmed. The issue was caused by a mechanical problem with the manometer component.

Event description:
Issue discovered (B)(6) 2021 during testing. No patient involvement.